Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient told the physician that they could not move their lower extremity in the post operation area. The cause of the lead being placed anteriorly was unknown. The patient's weight was unknown.

Manufacturer narrative:
Other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6)2017. Explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was implanted on (B)(6) 2017. The rep reported that following surgery, the patient complained of severe pain posterior to the right knee and an inability to move the right leg. The rep reported that the healthcare provider (hcp) took the patient immediately back to surgery to explant the lead. The rep reported that the hcp believed that the lead was placed anterior which it appeared to be on x-ray. The rep reported that following the removal of the lead, the patient reported that the leg was feeling better. The rep reported that stimulation would not be turned on until the patient was seen by the hcp on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.